Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.